Event description:
Removal of endosseous dental implant. Implant was placed in site #10 on 11/1/96 during a routine procedure in which the implant was placed into an immediate extraction site. The implant was removed on 11/20/96 at which time the pt was experiencing pain. The clinician reports that at the time of implant removal some of the labial bone was missing. He states that the labial bone may have been too thin or that there may have been inflammation in the bone due to the fractured root tip.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.